Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited high out of range shock impedance measurements greater than 125 ohms, with a measurement of 164 ohms in triad configuration. There was no noise reported. Calcification was suspected as the rv lead was noted to be 11 years old. An error code was triggered when an open circuit condition was detected during shock delivery. Subsequently, the lead was surgically abandoned during the device explant procedure, due to normal battery depletion. A non-boston scientific product was successfully implanted. No additional adverse patient effects were reported.